Event description:
It was reported that the insulin gauge was inaccurate intermittently. There was no reported adverse impact to blood glucose level. The customer declined to provide additional information regarding the issue and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.